Manufacturer narrative:
Device evaluated by MFR. This unit was returned on 1/7/2008. The unit will be forwarded to the MFR/ flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to the medwatch program.